Event description:
It was reported during in clinic follow up that the right ventricular lead displayed loss of capture. Chest x-ray confirmed dislodgement. During lead revision, the helix was unable to retract and the lead would not allow the stylet to fully advance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, helix mechanism issue, and failure to advance the stylet. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported events of helix mechanism issue and failure to advance the stylet were confirmed. The stylet insertion/removal test was performed and found the stylet could not be fully inserted beyond the middle region. Destructive analysis found the inner coil was clogged with blood. The cause of failure to advance the stylet was due to the inner coil being clogged with blood. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length was measured within product specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.